Manufacturer narrative:
Concomitant products: product ID 3387-40, lot# v000198, implanted: (B)(6) 2005, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7438, serial# unknown, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a return of symptoms (tremor). The patient stated that he thought the patient programmer was the issue. The patient was sent another patient programmer and the patient was still unable to turn on stimulation. It was stated that the tremor had returned 'real gradual.' It was stated that the patient bought something that was magnetic at the local store and 'every once in while he would put that up to his chest 'bump it' to reset it 'turn it on.' It was said that the patient could feel the device 'giving a little bit of juice' and the device kept 'winding down' and now he could not feel it. It was also stated that the tremor first presented on the left side 'bad' and was now 'beginning to shift' to the right side (tremor was present on both sides, worse on left side). Furthermore, it was stated that the patient was not able to feed himself with the left hand. There was no patient trauma or fall reported. The reporter stated that the device was 'dead.' The patient had not been able to get in contact with the managing healthcare provider (hcp), but left a message.

Event description:
Additional review reported that the patient was not able to sign his name with his left hand or ¿hit the thing with his left hand.¿